Manufacturer narrative:
H4: the lot was manufactured between may 17-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The device contained 5-fluorouracil 4800mg in 230 ml dextrose water 5%. It was further clarified that, 'less than half' of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.